Event description:
A customer indicated that they had been receiving erratic results on glucometer elite system. Customer stated that they had tested with the meter and received a result of 296 mg/dl. About an hour later they re-tested and got a result of 56 mg/dl. Customer immediately re-tested and received results of 171, 191 and 101 mg/dl. Control and electronic checks were then performed by the customer and everything was within specification. The customer stated they went to the emergency room where their blood sugar was 123 mg/dl (method unknown) while their elite read significantly higher than the hospital method. While on the phone a review of the system was conducted. A repeat of electronic checks were conducted and results were out of specification. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.